Event description:
Caller reported blood glucose results of 259 mg/dl, 107 mg/dl and 104 mg/dl on the aviva system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.